Event description:
It was reported that on (B)(6), 2026, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3 on a patient with a prolapsed posterior leaflet and extremely narrow p2 segment. A mitraclip was inserted and deployed on the mitral valve, reducing mr to trace on (B)(6), 2026, an echocardiogram was performed, and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+ on (B)(6), 2026, a second mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.